Event description:
It was reported that the trusat power supply got very hot, was making popping sounds, and the case started to melt. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
The incident date is unk, but it is believed that the event occurred on or before (B)(6) 2011.